Event description:
It was reported that the distal filter detached from the device. A sentinel cerebral protection system was successfully used during a procedure. After the sentinel cerebral protection system was removed, the distal filter was observed to be missing from the device. Fluoroscopy was performed which revealed the distal filter was still in the patient's arm approximately mid-forearm. The physician utilized a gooseneck snare and successfully retrieved the distal filter. The patient did not suffer any further complications and fully recovered from the procedure.